Manufacturer narrative:
This incident was deemed as an "adverse event". However, we failed to file the importer medwatch, and therefore will submit the importer medwatch now retrospectively. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a ureteroscopy on (B)(6) 2024, the rubber sheathing near the distal end of the scope came off and was stuck in the patient. The surgeon had to use a grasper to retrieve the said sheathing. Afterwards, they were able to complete the procedure using a new scope. No patient injury was reported. However, this issue caused a delay of about 45 minutes to the case.